Event description:
The customer reported that their abbott diabetes care (adc) blood glucose meter had been displaying one-hour gaps between readings. Details regarding the customer¿s symptoms were unknown, and it was also unknown whether the customer self-treated or received third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the reader and no issues were observed. Missing graph was observed due to data quality (dq) errors. These gaps were due to the fact that some data uploaded from the sensor did not meet the data quality criteria and therefore was not displayed to the user. Sensor data may be changing too fast, have too much noise, or be too low or too high. The reader was functioning as intended. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.